Event description:
A tandem mobi cartridge alarm was reported. There was no adverse impact to the customer's blood glucose level. The customer was instructed to remove the cartridge, deliver a 9-unit bolus, and successfully reloaded the cartridge to resume insulin therapy, resolving the issue.